Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via (B)(6).net. Review of transmission revealed that the patient's right ventricular lead (rv lead) exhibited noise oversensing causing pacing inhibition and high ventricular rate episodes. During procedure, it was noted that the atrial lead was found dislodged due to rv lead removal. Both leads were explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil consistent with friction to the device can. No other anomalies were identified.